Event description:
A user facility reported that the evis lucera gastrointestinal videoscope nozzle is clogged and the clogged nozzle was replaced. The event occurred during preparation for use however, a similar device was used to complete the procedure with no more than a 15 minute delay. During a standard service inspection of the customer returned device, white solidified foreign matter substance was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle was clogging with a white solidified substance. It cannot be denied that the endoscope may have been used in the procedure while this foreign material was present in this endoscope. The customer was instructed to conduct regular reprocess. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The assumable cause of this phenomenon was that a part of the irrigation tube, an accessory of the subject device or a part of the a silicone rubber product was used in an endoscopy room, and got into the subject device by mistake. The cause was presumed to be an accessory that was damaged while in use with the device, leading to a broken piece entering into the air/water channel - then, the piece was pushed to the nozzle by water or air. The instructions for use detail the following process for the prevention of this reported phenomenon as follows: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.